Event description:
Per the clinic, the patient experienced post-operative dizziness with and without device use. Surgery was completed (date not reported) to determine cause of dizziness symptoms. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent right transcanal middle ear exploration on (B)(6) 2012. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.